Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 40 mg/dl. The current blood glucose was 269 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with food.. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. The customer will continue to use the product.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black. Customer returned pump for an alleged over delivery on (B)(6) 2022. Device p-cap / test reservoir locks in place properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. A water filled reservoir was used during testing. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. Device was programmed with multiple basal profiles and monitored. All basal profiles delivered their indicated amounts and were verified in the daily and summary history screens. No delivery anomaly, bolus anomaly or basal anomaly noted during testing. Successfully downloaded history files and traces using thus software. The pump uploaded to carelink pro without any errors. Scratched lcd window noted. Normal bolus delivered was found in history file on event date: (B)(6) 2022 10:48:01.000 normalbolusdelivered (220), (B)(6) 2022 16:42:48.000 normalbolusdelivered (220), (B)(6) 2022 17:10:28.000 normalbolusdelivered (220), (B)(6) 2022 18:43:17.000 normalbolusdelivered (220), (B)(6) 2022 21:47:00.000 normalbolusdelivered (220). In summary, customer alleged over delivery not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.